Manufacturer narrative:
The lot number for the actual event was unknown but the customer indicated the following lots were in their inventory, lot (10)r17b07101 and lot (10)r17c23106). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set was leaking chemotherapy. The leak was from tubing at the slide clamp. This was further described as "the non dehp pumping segment is where the leaked began, at the top." This occurred thirty seconds into infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot r17b07101 was manufactured (B)(4) 2017 - (B)(4) 2017. Lot r17c23106 was manufactured (B)(4) 2017. The actual device was not available; however, eight (8) companion samples were received for evaluation: two (2) for lot r17b07101 and six (6) for lot r17c23106. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water was performed with no issues noted. Functional test flow rate testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted for each lot and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.